Manufacturer narrative:
The insulin pump passed self test and displacement test. Pump error alarm (variable 3) confirmed in the pump history due to broken pin 1 trace (vdd) on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was able to performed displacement test. Customer was able to rewind the insulin pump. No harm requiring medical interventions reported. The insulin pump was returned for analysis.